Event description:
It was reported that a merlin.net transmission showed a battery voltage of 2.75v, yet the eol alert had been triggered. The battery voltage trend looked good with a smooth rundown as expected. The patient was brought in again the next day and the battery voltage showed less than 2.20v.